Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips there is no waveform when the ECG source is switched from the paddles to the leads. There was no adverse patient involvement.